Event description:
It was reported that the nurse were attempting to initiate hypothermia therapy and were receiving an alert 02, alert 01 and flow was fluctuating to 1.7 l/min. The educator stated they had been troubleshooting the device for a while and normally they could get it working. Also, the nurse made reference to the gel on the pads peeling off when they tried to pull protective coating off of pad. Patient temperature was 36.7 c, target temperature was 33 c, and water temperature was 9.0 c, flow was from no flow to 1.7 l/min and 4 pads were connected this afternoon and connections and fluid delivery line was secured. Mss had nurse disconnect one pad at a time with no change in flow rate. There was a decision made for no further troubleshooting and nurse would obtain another device. Mss explained to nurse if gel came off during opening they would need to save the pad for the field assurance team and asked nurse to call back with any other questions. Later they had a new device and replaced the pads and therapy was running fine and the nurse would save the pads for field assurance. Mss reminded nurse to have bio med to check the device dyaqy014. Per follow up 1 on 17mar2021 via nurse requested I call back in 10 minutes and as per call back pads size were large and both pads and device were exchanged and device was went to biomed. Later, nurse noted gel pad came off when opening and confirmed pads were not expired. They tried replacing the gel layer and put it on the patient, but stated therapy would not work.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be, "operator error". The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the nurse were attempting to initiate hypothermia therapy and were receiving an alert 02, alert 01 and flow was fluctuating to 1.7 l/min. The educator stated they had been troubleshooting the device for a while and normally they could get it working. Also, the nurse made reference to the gel on the pads peeling off when they tried to pull protective coating off of pad. Patient temperature was 36.7 c, target temperature was 33 c, and water temperature was 9.0 c, flow was from no flow to 1.7 l/min and 4 pads were connected this afternoon and connections and fluid delivery line was secured. Mss had nurse disconnect one pad at a time with no change in flow rate. There was a decision made for no further troubleshooting and nurse would obtain another device. Mss explained to nurse if gel came off during opening they would need to save the pad for the field assurance team and asked nurse to call back with any other questions. Later they had a new device and replaced the pads and therapy was running fine and the nurse would save the pads for field assurance. Mss reminded nurse to have bio med to check the device (B)(4). Per follow up 1 on 17mar2021 via nurse requested I call back in 10 minutes and as per call back pads size were large and both pads and device were exchanged and device was went to biomed. Later, nurse noted gel pad came off when opening and confirmed pads were not expired. They tried replacing the gel layer and put it on the patient, but stated therapy would not work.